Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be in good physical condition. Functional testing for pressure failure conducted. Customer's reported problem was verified. Root cause was determined to be a faulty motor. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a smiths medical cadd prizm vip had an error code of 10037.